Manufacturer narrative:
The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is four of seven reports (3007042319-2015-03056, 03057, 03058, 03059, 03060 03061 and 3007042319-2015-03062) submitted for devices related to the same event.

Event description:
It was reported by the site that patient's son reported high priority alarms and switching. It was stated that there were no effects on patient. No additional information provided. Investigation is ongoing.